Event description:
It was reported the subject device¿s ceramic head came off. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E1: full name of establishment: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
This event occurred during inspection for use.